Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise and double counting during physical exertion resulting in delivery of inappropriate shocks in two episodes. Additionally, the device exhibited periods of undersensing during ventricular fibrillation (vf) followed by multiple delivered shocks, which, were unsuccessful in converting the vf. Review of the stored episodes noted the first delivered shock appeared to kick off a torsades de points (tdp) like arrhythmia with variable amplitude measurements causing intermittent undersensing and ultimately multiple shocks were delivered with diminished efficacy. Review of an impact x-ray showed a left sternal electrode implant location, which, was felt to be potentially contributing to the shock efficacy. A more recent x-ray was going to be performed and reviewed. Programming changes were made to the conditional zone rate cutoff pending further evaluation. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the reported vf was detected by the device in a separate event shortly after the end of the first event. The second treated episode successfully converted the vf after three delivered shocks. There was some undersensing observed, which, resulted in a delayed time to delivery of the third shock. The third shock did successfully convert the rhythm. The root cause of the initial double counting was noted to be due to t-wave oversensing during exercise when the morphology changed dramatically. The patient was seen for exercise stress testing (est) and for an updated x-ray. Est showed no evidence of bundle branch block during exercise. Undersensing was noted in all programmed sensing vectors at peak exercise. The undersensing was suspected to be related to respiratory differences in r-wave peak resulting in functional undersensing. The patient was confirmed to be engaging in sports activity at the time of the reported stored episodes. There was no known obvious reason for the sudden change in t-wave morphology and noise at the initial onset of the oversensing. An updated x-ray was taken and was compared to the post implant x-ray and noted that the recent x-ray showed the lead position appeared better than the post implant position. The patient had been admitted to the hospital following the reported therapy episodes. Surgical intervention was undertaken. A non-boston scientific dual chamber implantable cardioverter defibrillator (ICD) was implanted due to pacing requirements. This s-ICD was programmed off at this time. The device and electrode will likely be explanted on an unknown future date. No additional adverse patient effects were reported. This device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise and double counting during physical exertion resulting in delivery of inappropriate shocks in two episodes. Additionally, the device exhibited periods of undersensing during ventricular fibrillation (vf) followed by multiple delivered shocks, which, were unsuccessful in converting the vf. Review of the stored episodes noted the first delivered shock appeared to kick off a torsades de points (tdp) like arrhythmia with variable amplitude measurements causing intermittent undersensing and ultimately multiple shocks were delivered with diminished efficacy. Review of an impact x-ray showed a left sternal electrode implant location, which, was felt to be potentially contributing to the shock efficacy. A more recent x-ray was going to be performed and reviewed. Programming changes were made to the conditional zone rate cutoff pending further evaluation. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise and double counting during physical exertion resulting in delivery of inappropriate shocks in two episodes. Additionally, the device exhibited periods of undersensing during ventricular fibrillation (vf) followed by multiple delivered shocks, which, were unsuccessful in converting the vf. Review of the stored episodes noted the first delivered shock appeared to kick off a torsades de points (tdp) like arrhythmia with variable amplitude measurements causing intermittent undersensing and ultimately multiple shocks were delivered with diminished efficacy. Review of an impact x-ray showed a left sternal electrode implant location, which, was felt to be potentially contributing to the shock efficacy. A more recent x-ray was going to be performed and reviewed. Programming changes were made to the conditional zone rate cutoff pending further evaluation. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the reported vf was detected by the device in a separate event shortly after the end of the first event. The second treated episode successfully converted the vf after three delivered shocks. There was some undersensing observed, which, resulted in a delayed time to delivery of the third shock. The third shock did successfully convert the rhythm. The root cause of the initial double counting was noted to be due to t-wave oversensing during exercise when the morphology changed dramatically. The patient was seen for exercise stress testing (est) and for an updated x-ray. Est showed no evidence of bundle branch block during exercise. Undersensing was noted in all programmed sensing vectors at peak exercise. The undersensing was suspected to be related to respiratory differences in r-wave peak resulting in functional undersensing. The patient was confirmed to be engaging in sports activity at the time of the reported stored episodes. There was no known obvious reason for the sudden change in t-wave morphology and noise at the initial onset of the oversensing. An updated x-ray was taken and was compared to the post implant x-ray and noted that the recent x-ray showed the lead position appeared better than the post implant position. The patient had been admitted to the hospital following the reported therapy episodes. Surgical intervention was undertaken. A non-boston scientific dual chamber implantable cardioverter defibrillator (ICD) was implanted due to pacing requirements. This s-ICD was programmed off at this time. The device and electrode will likely be explanted on an unknown future date. No additional adverse patient effects were reported. This device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.